Event description:
It was reported that during a stent procedure to treat a vein graft with a previously implanted, thrombosed stent, the ultra was unable to pass through the stent. The delivery system was removed through the guiding catheter and it was found that the stent was not on the balloon. The stent was seen at the mouth of the guide catheter. A balloon catheter was advanced through the dislodged stent and the stent was pulled back into the guide catheter and was then removed. An unknown stent was then used to resolve the case. No patient injury was reported.